Event description:
It was reported that the battery was not charging resulting in pump shutdown. There was no adverse impact to the customer's blood glucose level. The caller, instructed by technical support, attempted various troubleshooting steps without success, including using different power sources and cables. As a result, technical support arranged for a replacement pump and guided the customer on returning the malfunctioning device while the customer used multiple daily injections (mdi) as a backup insulin therapy.